Manufacturer narrative:
Model and serial numbers have been added to the dedicated d section and manufacturing date of device has been updated accordingly in h.4. D1. Brand name has been corrected since the previous one was incorrect due clamp type involved being unknown. H.10: through follow up communication it was learnt that the customer did not request the repair of the unit since the malfunction was temporary and it occurred while the customer was performing all checks before starting the procedure. For this reason the customer decided to continue using the unit, which worked without showing any further deviations during all the procedure. Taking into account all the above facts, the reported issue was most likely related to an incorrect connection of the erc to the s5 or an incorrect set-up of the tubing into the clamp. Based on the fact that no device malfunction occurred, the reportability of this case has been re-assessed as not reportable since the issue was solely caused by the user during setup phase.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. Livanova deutschland manufactures the erc system.. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report about an electronic clamp with "failure" message in addition to sound alert. No patient involvement reported.